Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported the a patient¿s device is not working and patient is not using it. The call was for MRI guide lines that and the MRI is unrelated to medtronic device or therapy. Trouble shooting could not be performed due to lack of access to product. Hcp has no further information and will not in the future. No further complications were reported. No patient symptoms were reported.